Event description:
It was reported that during the preparation of a transcatheter aortic valve evfxplus-26, residues of the sealing ring remained stuck to the jar. White loose particulates from the jar lid seal was observed in the solution. A new valve was used and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device in its original product packaging at medtronic¿s quality laboratory, visual analysis showed the outer packaging was received wet and tattered. Liquid (i.e. Glutaraldehyde) stains were present. The jar safety seal was broken. Presence of gasket remnants were observed on the rim of the jar. There was no presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. Presence of white particulate was observed in the jar. There was no damage on the threads of the lid. The gasket showed peeling on a long strip in the rubber, consistent with gasket stuck to the rim of the jar. Loose pieces of gasket were noted inside of the lid. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening with fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.